Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that he encountered interrogation difficulty as he was attempting to program device therapy off for this patient who is in hospice. The field representative contacted and asked boston scientific technical services (ts) whether this device was included in an advisory and ts confirmed that this device was included in the advisory. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Further troubleshooting revealed that the device did not emit tones upon magnet placement. Ts discussed that inability to interrogate the device and no tones upon magnet placement may indicated a depleted battery. Additional information from the field representative indicates that the plan is to keep this device implanted and take no further action as the patient is in hospice care. This device remains in service. No adverse patient effects were reported.